Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that (B)(6)2019 the stapler was found jamming during the lower segment cesarean section which had impact on the operation and increased the operation time. Then changing a new one to complete the treatment.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019 the stapler was found jamming during the lower segment cesarean section which had impact on the operation and increased the operation time. Then changing a new one to complete the treatment.